Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone, lockdown. Cloud - omnipod 5 software app version, 3.1.1. Cloud - smartphone operating system, n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware, n5004l. Cloud - cgm sensor type, g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 471 mg/dl. It was also reported that the patient was unsure cannula was properly seated in the infusion site. Patient reported the needle had deployed and the pink slide moved forward, but the cannula did not insert into patient's skin. It was also reported that prior to using this pod, her two previous pods had bent cannulas (reported in associated cases). The patient was treated with fluids. The patient was released the 5 hours later. The pod was worn when seeking medical attention.